Event description:
It was reported that this pacemaker system exhibited high out of range pacing right ventricular (rv) lead impedance measurements measuring 2599 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a concern about two years remaining on the battery. The health care professional (hcp) performed a provocation test while running the impedance test in real time and there was no observation of noise. The device was re-programmed back to bipolar with safety switch was turned on. The patient will be evaluated in the clinic within the next month to evaluate the battery. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing right ventricular (rv) lead impedance measurements measuring 2599 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was a concern about two years remaining on the battery. The health care professional (hcp) performed a provocation test while running the impedance test in real time and there was no observation of noise. The device was re-programmed back to bipolar with safety switch was turned on. The patient will be evaluated in the clinic within the next month to evaluate the battery. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported the health care professional (hcp) performed a provocation test while running the impedance test in real time and there was no observation of noise. The device was re-programmed back to bipolar with safety switch was turned on. The patient will be evaluated in the clinic within the next month. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received in which technical services reviewed the lead trend data and found the first out of range impedance measurement was in august 2025 which correlates to a sudden drop in intrinsic amplitudes measurements. Additionally, ts reviewed two ventricular episodes in which there was noise and oversensing. Ts discussed possible causes. At this time, the device remains in service. No adverse patient effects were reported.